Event description:
Pt reported experiencing elevated blood glucose levels for 3 weeks. No blood glucose reading was provided. Pt stated he thinks the infusion device delivers too low amount of insulin. Pt reported going to the doctor and was told the infusion device delivery is too low. Pt's normal blood glucose range is 120-140 mg/dl. Treatment received was not provided no further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.